Manufacturer narrative:
Analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On( B)(6) 2017, the lay-user/patient¿s husband contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio2 meter read inaccurately high compared to another device (unknown brand). The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2017 at about 8:00 am. The reporter claimed the patient obtained blood glucose readings of ¿100 mg/dl¿ with the subject meter and ¿100 mg/dl¿ on the other device, performed more than 30 minutes apart. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter informed the csr that the patient does not take any medication to manage her diabetes and claimed she continued to follow her usual diabetes management regimen in response to the alleged issue. The reporter stated that immediately prior to when the alleged issue started, the patient developed symptom of ¿fatigue¿. The reporter claimed the patient attended the doctor¿s office at an unspecified time on (B)(6) 2017 due to the alleged issue and was treated with food and drink. The reporter claimed the patient¿s blood glucose was tested on the doctor¿s device at the time of the visit and a result of ¿47 mg/dl¿ was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly received health care professional treatment for an acute low blood glucose excursion after the alleged inaccuracy issue began.